Event description:
The customer reported that the insulin pump had a frozen display and alarmed. Troubleshooting was performed. The customer stated that the buttons were unresponsive. Instructed the customer to remove and insert a new battery. The customer was not able to clear the alarm and the buttons were not responding. The customer stated that the time on the insulin pump was not advancing. Instructed the customer to discontinue use of the insulin pump and revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.